Manufacturer narrative:
Under european law, patient information is considered confidential and will not be released by the hospital. Investigation: the device was sent to breas medical (B)(4) and arrived 18th of september 2018. On the same day, breas medical (B)(4) started the examination. General inspection of the device showed that the device is in good shape was running for 9360 op. Hours and has firmware 2.12 loaded. The device was started, and the function failure alarm was checked, it worked as intended and the device gave audible, with level for 85db ±5db that can't be changed or turned off, and visible alarms. Treatment was started under "alarm battery low alarm" running on mains and internal battery back and forth with no failure. A pre-use test was carried out. No failure could be detected. Note that the internal battery has been changed, it is not the original that was attached when device was sold. The battery used at the time of the incident was manufactured on 2016-07-26. The alarm batteries are discharged because of the device not being in use for 4 weeks. The log files were downloaded and examined with the pc software version 3.3. The log files could establish that the device has been running on mains since (B)(6) 2018 20:39 continuously until (B)(6) 2018 11:01 when the device switched over to internal battery due to mains was cut off. About one minute later at 11:02 the internal battery failed, treatment was terminated, and a power fail alarm occurred together with an error #16. 29 seconds later the device was connected to mains, restarted a couple of times and running without any failure again on (B)(6) 2018 on internal battery and mains power. Cause: fault tracing of device (B)(4) could not confirm any hardware or software failure of the device. The log files revealed that the internal battery failed once during battery operation and caused the device to issue a fail-safe shut-down with audible and visual alarm as designed when a functional failure occurs. As a consequence of the power loss, the device also triggered error code #16 - indicating a main cpu processor communication problem. A pre-use test and a complete function test including calibration were carried out by breas using the service software with no fault found. The reported failure could not be re-produced in any way. Conclusion and actions: an intermittent fault in the internal battery has been found to cause the reported problem, responsible for both the error code 16 (cpu communication problem) and the actual power failure since the device was running on battery power at the time of fault. Breas has not observed any adverse trends regarding battery failures.

Event description:
On (B)(4) 2018, breas medical received information that vivo 50 s/n (B)(4) (with battery s/n (B)(4)) had been involved in an incident in (B)(6). Fault description per the reporter "on (B)(6) 2018 at 11:02 the vivo 50 failed giving error #16. The error occurred just when a nurse unplugged the mains cable to attach a click-on battery to mobilize the patient for a walk in the corridor. The device failed completely, ventilation stopped, and the patient had to be ventilated manually by resuscitation bag. Hereupon the device (breas sn: (B)(4)) was replaced by another vivo 50 (breas sn: (B)(4)) back-up device. When trying to mobilize the patient again, the same situation occurred when unplugging the mains cable at 11:12. The device was giving error #16, too. The patient had to be ventilated by resuscitation bag again, because the device failed and terminated treatment" [translated from (B)(6)]. The error code #16 signals a problem within the cpu board communication. The patient involved was not injured during the incident.